Event description:
The patient had two leads from the same lot. The patient's wife reported the patient had his system explanted on (B)(6) 2009. She stated the patient's leads "would not stay in place", and he underwent two prior lead revision procedures before he decided he wanted his system removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.